Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Summary of patient death: none. Summary of patient injuries: based on the case information, a conclusive cause for the reported patient effect of hemorrhage and the relationship to the product, if any, cannot be determined. Summary of device issues: a definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event estimated as 12/1/2021. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title ¿vascular closure: the abc¿s".

Event description:
This study compared the results of multiple vascular procedures using proglide, starclose se, prostar, and other non-abbott devices. The intention of this study was to discuss the methods of vascular closure and subsequent access site related complications related to the use of various vessel closure devices and other methods of closure. Unspecified failures resulting in bleeding were reported to have occurred with proglide devices. These cases required the use of unspecified interventions. Bruising was reported to have occurred with starclose se devices. There were no reported adverse patient effects or device malfunctions related to prostar xl devices in this study. The article concluded that the use of vessel closure devices have reduced the time needed to achieve hemostasis, resulting in early discharge of patients and reduced hospitalization costs with comparable vascular complication rates to procedures using other methods of closure. Specific patient information is documented as unknown. Details are listed in the attached article, "vascular closure: the abc¿s".